Manufacturer narrative:
(B)(4). The device was received for sample evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included clear passage testing, leak testing, and clamp function testing. Functional testing was performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain bag portion of the capd disconnect y set was leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.